Event description:
The customer reported that the central nurse's station (cns) went into the blue screen randomly then cameback up without user intervention. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into the blue screen randomly then cameback up without user intervention. The unit was down for less than 5 minutes. The unit monitors tele devices (zm-521pa), serial numbers not available. There was no patient injury reported.